Event description:
It was reported that the blade broke off in the saw during a total hip procedure. Nothing fell into the surgical site. Another device was used to complete the procedure. There were no adverse consequences related to this event.

Manufacturer narrative:
The reported event was duplicated by the manufacturer. The drivetrain was damaged due to the blade that broke off inside. The likely cause of the failure is excessive loading on the attachment by the operator of the handpiece. The drive train assembly was replaced to remediate the issue. There were no relevant non-conformances, alerts, deviations, or rework related to this confirmed failure. There were no relevant design/process changes related to this confirmed failure.